Event description:
Customer had initial fasting blood sugar reading with pcx of 35 mg/dl. The nurse treated pt with orange juice and a sugar tablet. One hour later, a second test with the same meter had a result of 22 mg/dl. Customer was treated with IV dextrose. An hour passed and a third test with the same meter yield a result of 20 mg/dl. Two different meters were then used for comparison testing with results of 291 and 292 mg/dl. The nurse who made the report did not indicate what treatment was provided to reduce the customer's blood glucose level upon determining the results were not in line with the customer's actual blood glucose level.